Event description:
It was reported that the rv lead was explanted and replaced due to multiple inappropriate shocks caused by oversensing with the fractured lead. No further patient complications were reported as a result of this event.